Event description:
It was reported that the pacemaker had difficulty being interrogated both wirelessly and inductively. The device was ultimately able to pair with a merlin monitor and sent a transmission. The patient was asymptomatic and stable.